Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets failed to open. The technical support specialist spoke with customer, who reported that the cubie previously failed to open despite rebooting and checking the back panel, but confirmed it was functioning properly. The customer request, the case was kept open for 24 hours for follow-up. Tss contacted and spoke with pharmacy technician, who confirmed customer had left for the day and no issues were reported. Issue resolved and proceeding to close the case. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie pocket was failed to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.